Event description:
It was reported that the lead monitor reported and atrial lead warning for low impedance. The atrial lead remains in use pending further evaluation and pending a generator change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).